Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak from behind the nucleated red blood cell (nrbc) mixing chamber on the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no impact to patient results. There was no death, injury, or change to patient treatment as a result of this event. The field service engineer (fse) observed the nrbc and differential chamber occluded with buildup of dried blood and residue. No tube stopper debris was noted upon inspection. The fse replaced both chambers and resolved the leak. The fse verified the repair per the established procedures. The results met published performance specifications. The nrbc mixing chamber may have blood, lyse and diluent present during operation and cleaner while in shutdown.

Manufacturer narrative:
Result code: nrbc chamber and differential chamber (B)(4).